Manufacturer narrative:
Of the 24 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated allegations, there were 1 additional rewind issue failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 24 malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 25-305 pounds and between 7 and 73 years of age. Of the reported patients, 9 were male, 14 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of rewind issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 2 instances of rewind issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.